Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that there was a decrease in battery voltage and premature battery depletion. Device remains in use and no patient complications have been reported as a result of this event. The device was later explanted and replaced.

Manufacturer narrative:
Additional information was received and the device has been explanted and replaced. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Event description:
It was reported that there was a decrease in battery voltage and premature battery depletion. Device remains in use and no patient complications have been reported as a result of this event.